Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed multiple no external power alarms while on the mobile power unit. There were no other unusual events seen within the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 25 days (7nov22 ¿ 1dec22 per timestamp). On 11nov22 from 14:16:09 ¿ 14:16:10, while connected to the mobile power unit, the no external power alarm activated due both white and black lead voltages diminishing from ~12.6 v to ~2.6 v. This was consistent with a loss of ac power. The backup battery was able to provide power to the system during this event. Pump operation was not affected. There were no other notable alarms active in the log file. The heartmate mobile power unit (mpu) (s/n: mpu-20236) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding if the mpu had a v-lock connector, the cause of the no external power, and if the mpu was removed from service; however, no additional information was provided. A root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate ii instructions for use, rev. C, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.